Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that there was an issue with a mayfield skull clamp. The patient was lying on the operating table for a craniotomy with their head pinned in a mayfield skull clamp when the skull clamp slipped. One of the other surgeons caught the patient's head and they had to swap the mayfield skull clamp with another one before they could continue with the procedure. Further info received was described as follows: thirty minutes after the patient had been positioned for a craniotomy the surgeon felt the patients' head slip, but the surgeon luckily caught the patient's head. The surgery was delayed at least one hour. The patient wasn't injured.